Event description:
It was reported that during the implant attempt that the physician had difficulty retracting the helix. A new lead of the same model type was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.